Event description:
It was noted that the patient was in the test phase.

Event description:
It was reported that the patient's extension had broken. Surgical intervention was required to replace the temporary extension. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis for the extension revealed no anomaly found.

Manufacturer narrative:
Product ID: 3550-05, serial# unknown, explanted: (B)(6) 2013, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.